Event description:
During index procedure the patient had an endeavor sprint rapid exchange (rx) drug eluting stent implanted in the proximal and mid lad. Approximately 10 months post index procedure patient suffered from a stroke which was treated with medication. The patient is reported to be recovered. Investigator indicated that there was no relation between the event and the study device, drug or procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke).